Manufacturer narrative:
The customer complained that they had imprecise dilution results from the analyzer when comparing them to their backup analyzer. The issue reportedly occurs sporadically. The field application scientist (fas) investigated the issue and reviewed the calibrations and qcs; the fas did not find any cause for the issue. On the field service engineer's (fse) follow-up visit, he again inspected the analyzer and did not find any issues. He then replaced the measuring cells as they were due for replacement. He performed blank cell, mechanical and instrument checks with successful results. The investigation reviewed the last calibration performed on 27-sep-2023; the results were within specifications. The investigation reviewed the qc recovery; only the qc level 1 recovery was provided; the results were within specifications. The customer stated that their qc has been acceptable. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was not reported outside of the laboratory. The reporter was testing the system as the issue has been ongoing for them for the past couple of days. The patient sample was initially run on their other e 801 analyzer. The initial result from the other analyzer was 3809 pg/ml. This result was deemed correct.  The repeat result from the analyzer was 2485 pg/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). On the field service engineer's (fse) initial visit, he inspected the module and determined the cause to be unknown. The fse performed instrument checks with successful results. The investigation is ongoing.